Event description:
It was reported that a caregiver contacted support for elevated glucose while the patient with dementia consumed unannounced snacks, with a highest reported glucose of 275 mg/dl and out-of-range duration of approximately three hours; the ilet did not alert for high or low glucose, and non-medical assistance was provided by the caregiver and the patient¿s mother, followed by a supply change of infusion set, cartridge, tubing, and connector, after which insulin delivery was resumed and glucose trended down to 242 mg/dl. Symptoms included headache. Outcomes included no injury, no emergency care, and no medical intervention. Investigation included case review and troubleshooting with guided replacement of disposable components. Investigation of this case revealed no device or component malfunction detected during the supply change and that hyperglycemia was associated with missed meal announcements while using the ilet. It was concluded, based on previously established findings for similar reports, that the event was due to user-related factors involving unannounced carbohydrate intake rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.